Event description:
The device was returned for analysis after being explanted due to varying atrial lead impedance readings, some as high as 10,000 ohms. During device explant, the physician plugged the ventricular lead into the atrial port and was able to reproduce the variable impedance readings. The device subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was returned for analysis after being explanted due to varying atrial lead impedance readings, some as high as 10,000 ohms. During device explant, the physician plugged the ventricular lead into the atrial port and was able to reproduce the variable impedance readings. The device subsequently tested out of specification. No patient complications were reported as a result of this event.